Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). D10: cat: 00840001407 lot: 64590931 ulnar component plasma sprayed size 4 75 mm length left for cemented use only. Cat: 00840004415 lot: 64916243 humeral component plasma sprayed size 4 150 mm length for cemented use only. Cat: 00840009000 lot: 65471795 humeral screw kit 2 humeral screws. G2: foreign-australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 -02210, 0001822565 - 2023 -02211.

Event description:
It was reported that the patient underwent revision of the left elbow due to loosening of the ulna component and loss of flexion or extension. No additional patient consequences were reported.